Event description:
On (B)(6) 2013, it was reported by the patient's mother that the vns patient's device was turned off on (B)(6) 2012 due to complaints of dropped seizures, and other "unspecified adverse events". It was later reported on (B)(6) 2013 by the treating physician that the unspecified adverse events were related to the patient's experience of excessive saliva secretions. At this time the vns is still turned off, and the physician stated that she would like for it to stay off while the patient's medications were being adjusted. Attempts for additional information are currently in progress.

Event description:
Reporter indicated the drop seizures were not a new seizure type, and the level of the seizure increase is not known as the patient is relatively new to the office. The vns remains off at the mother¿s request. There has not been a change in the drop seizures or secretions since the vns has been off, but the mother prefers to keep it off for now. The patient will continue to be monitored clinically with the vns off. No other interventions are currently planned. It is not known what to attribute the drop seizures or secretions to.

Event description:
It was reported that a patient requested to have her vns system explanted due to pain caused by the presence of the device and lack of efficacy. Additionally, the reason for device disablement was noted to be that vns worsened the patient's seizure symptoms. It was noted by her physician that the patient was doing better without vns therapy. The caregiver requested device explant. However, explant intervention has not occurred to date.

Event description:
The generator was explanted on (B)(6) 2016 and not replaced. The explant facility reportedly discarded the explanted generator.